Event description:
It was reported that pockets of the keel punch broke off. No surgical delay, no adverse patient consequences, no fragment remaining in patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review of the part, complaint allegation is confirmed, there were observed 2 sprockets of the keel punch as broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.